Manufacturer narrative:
Investigation summary - catalog # 445870, s/n (B)(6): it was reported that all tubes in row f flagged as false positives. Remote assistance instructed the customer on the replacement of the calibrator tubes and also a request for the log file was made. The customer did report that there were no instrument errors. Several follow up emails were sent to the customer with no response so the case was closed. The root cause cannot be determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, there were an unspecified number of false positive results. Confirmatory testing gave negative results. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, there were an unspecified number of false positive results. Confirmatory testing gave negative results. There was no report of patient impact.